Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was sporadic high impedances on the leads during impedance testing that ranged from 19k ohms to greater than 40k ohms on multiple voltage settings. It was stated there was no consistent pattern, electrodes or stabilization for impedance values during the implantation of the new battery. It was noted that impedances were normal and stable on the old battery prior to the change out. The old battery was reconnected as a troubleshooting measure and resulted in normal impedances which ruled out the leads. A second new battery was opened and implanted with normal impedance values. It was mentioned that the battery change was due to normal elective replacement indicator. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that there was an out-of-box-failure. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis of the implantable neurostimulator (serial number (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.